Event description:
The customer reported the touchscreen would not pass calibration. No patient involvement. The remote service engineer (rse) advised the customer to replace the touchscreen. The customer replaced the touchscreen and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.